Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However photographs were provided. Upon visual inspection of the photographs, no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient received a right attune total knee arthroplasty. Doi: (B)(6) 2015. Dor: (B)(6) 2021. Right knee.